Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient was not feeling well, and hadn't had his device checked in over one year. While in clinic over one year later, the patient's device was unable to be interrogated. Of note, per implant records, the patient's device has been implanted for approximately 69 months. No adverse patient effects have been reported in this event.

Manufacturer narrative:
An attempt has been made to gather additional information about this event. This event will be updated if any additional information becomes available.